Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure, low minute ventilation, and circuit disconnect. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the foam in the air inlet path assembly was observed to have peeled off and caused the issue. The device's air inlet path assembly needs to replaced to address the issue.